Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, worn dso seal and cracks on both housings. Functional testing found that the rtc battery records 1676 days, which is over limit. Replicated the reported issue. Replaced rtc battery, dso sensor, front housing and rear housing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that ¿problem on rtc battery¿. There was unknown patient involvement.